Event description:
It was reported that (B)(4) triggered an alert for atrial lead impedance less than 200 ohms. In office, low impedance could not be reproduced with external manipulation of the device. However, atrial noise was produced on the atrial channel. Lead revision was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.